Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead was tested and out of range pace impedance measurements were obtained. Visual inspection confirmed a lead fracture. This lead was capped and a new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).